Manufacturer narrative:
Based on the results of the investigation, the issue likely occurred due to deformation of the insertion tube. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited missing single component, paste-like, thixotropic adhesive on light guide and elevator cover. There was no patient involvement.